Event description:
It gave me a false negative. I had covid and took a rapid to see about five days after to see if I still have it. This brand told me I was negative. I know this because I took another rapid test from another brand a day after and it had a faint line making me think I may have covid. I went to do a pcr test and sure enough I am positive. As for the vitamin b or whatever giving you a false reading. The second brand I use has the same disclaimer and it showed it was positive! At this point I already had covid for a while and had some light symptoms and it still said I was negative.

Manufacturer narrative:
Possible root causes of suspected false negative results discovered through amazon review are following: complainant might misinterpret test results. Complainant might not follow the instructions for use (IFU): inadequate sample collection (excess blood or mucus on swab). Interpreting result before 10 minutes. Not performing test immediately after opening the test device in the pouch. Potential contact with foreign substances and household cleaning products during sample collection and testing. Operating test outside of storage conditions. Excessive buffer application to sample well of test device. Complainant might not use the test in accordance with its intended use testing outside of first 7 days of symptom onset taking high doses of biotin (> 10 mg per day) 13% of false negative results are expected based on performance characteristics claimed for this test (87% ppa). Tests might be exposed to extreme environmental conditions during storage. Pcr and another brand of antigen test might yield false positive results. In order to identify the true root cause of this allegation, access bio needs to further communicate with the complainant to rule out above potential root causes. In the absence of the personal information and inability to communicate with the complainant, it would be difficult to rule out potential root causes identified above.